Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site and was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on january 05, 2023.